Event description:
It was reported that non-sustained lead noise due to post paced t wave oversensing on the ventricular channel was observed via merlin.net transmission. Patient was asymptomatic. Suggested programming changes were made. Patient was fine after event.

Manufacturer narrative:
(B)(4).